Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that an insulation anomaly was observed via remote transmission. The lead was capped and replaced on (B)(6) 2016. There were no complications and the patient status was normal.